Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Sigmoidresection - "after the colon was freed from one side, the surgeon sealed a small vessel on the part of the colon still attached to the colon in the abdomen. This seal was still bleeding after the device gave the signal that the seal cycle was completed. This happened once during the procedure." Case (B)(4). Patient status: "ok."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. However, the device key was returned and engineering was able to review the device activation logs, which indicated that the device successfully completed all seal cycles during the course of the procedure. The exact root cause of the incident remains unknown. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and none provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.